Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The reactions consist of itchiness, dark red bumps, a burning sensation, blisters, clear fluid, and a burn-type wound that causes the skin to peel off and become dry and rough. The patient stated the wounds would take more than a month to heal; once the skin peels off, the area becomes pale and rough, then becomes smooth but discolored. The patient reported that in september, an unspecified amount of time after the sensor had been inserted into the abdomen, she developed hives, shortness of breath, and neck swelling. She removed the sensor and used her epi pen which resolved the hives, shortness of breath, and neck swelling. She subsequently followed up with her endocrinologist who prescribed oral steroids. No additional patient or event information is available.